Event description:
A territory manager (tm) contacted zoll customer support to report an unrelated complaint. Servicing of electrode belt (B)(4) revealed a reportable event. The electrode belt cable was damaged. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. Upon evaluation the electrode belt cable was damaged between the distribution node (dn) and ECG a&b and between the dn and ECG c&d. The cause for the damaged cable cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.